Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from a damaged luer connector during treatment with one unit of prismaflex m150. A new product was used to continue with treatment. There was patient involvement but no patient impact and no medical intervention was reported. No additional information is available.

Manufacturer narrative:
Additional information added to h3, h6 and h10. H10: the actual sample was not available for investigation however, a picture was provided. The visual inspection observed that the cone of the access line male luer luck was broken. The reported condition was verified. A cause was likely design related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.